Manufacturer narrative:
The product related to this complaint is (B)(4), product description: 5.0fr p u r umbil cath x10, lot number unknown. As no lot number was identified, a manufacturing device history review or product/process changes review for the involved lot number could not be performed. However, all device history records (DHR)s are reviewed for accuracy prior to product release. A sample consisting of 1 used uvc catheter was returned for evaluation. The sample came inside a generic plastic bag. During a visual inspection, the catheter revealed that the sample was manipulated. Underwater testing was performed and a leak was located below the strain relief in the catheter, however the origin of the leak could not be observed with a naked eye. A magnified picture was taken and tear below the strain relief was observed. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time; therefore the most probable root cause can be considered as unintentional misuse. It is important to consider that the instructions for use warn: exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use clamps on umbilical vessel catheters] and continues, do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter]. In addition the IFU states [the catheter lumen or catheter shaft should be flushed and filled with heparinized saline per hospital protocol. The catheter may be grasped with a smooth forceps or fingertips and inserted into the lumen of the dilated vessel. Catheter lumen should be occluded with saline via intermittent infusion caps or luer-lock syringes during insertion to avoid air emboli. Based on the available information this potential cause could not be discarded. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 05/19/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the rn clamped the line, using gauze and clamp, at the end closest to the baby to connect new IV fluids. When the clamp and gauze were removed, blood was noted to be coming from the catheter via a hole somewhere on the catheter body. The customer further reports that the line was in place 23 hours. There was no harm to the patient, the incident was caught immediately.